Event description:
The patient was having the portacath removed. The surgeon noted that the tip of the catheter frayed. A chest x-ray showed that a portion of the catheter was left in the patient' lung. Surgical intervention was required to remove the broken piece from the lung. The patient's status is satisfactory. The product will not be released for evaluation.